Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that he had been bolusing for breakfast, and the alarm came up an hour and a half afterward. He noted that the device had also alarmed while he was trying to push another unit of insulin. The blood glucose reading was 311 mg/dl. He stated that he does rotate his insertion sites and does avoid scar tissue. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.